Event description:
It was reported that a reocclusion occurred. The patient returned for follow-up recently and was found to have recurrent occlusion of the right superficial femoral artery (sfa), with severe ischemia of the right leg. Therefore repeat an arteriogram with plans for revascularization were needed. On (B)(6) 2022, the patient came to coastal vein and vascular. The patient was given valium and percocet by mouth for sedation, and chem-8 was performed, which showed normal electrolytes and normal renal function. IV was started for hydration and the patient was placed supine on the fluoroscopy table, both groins shaved and prepped with chloraprep and draped in a sterile fashion. 1% xylocaine plain was used for local infiltration and a 21-gauge micropuncture needle was used to puncture the left common femoral artery under ultrasound guidance. Ultrasound guidance for vascular access was used to document vessel patency with concurrent ultrasound visualization of vascular needle entry and with permanent recording and reporting of vessel patency. A guidewire and 5 french catheter were inserted. Unilateral arteriogram of left leg showed the left external iliac, common femoral, sfa and profundus to be patent. They are somewhat small with irregular plaque. There is moderate stenosis in the left external iliac artery but the common femoral and sfa are patent to the popliteal without stenosis. The omni flush catheter was placed in the abdominal aorta and aortogram showed the aorta and iliac arteries are patent without stenosis. The patient is post bilateral common iliac stenting, which remain widely patent. There was difficulty advancing the guidewire through the right external iliac artery so additional selective films of the right external iliac artery from the right common iliac were taken. However, these films showed the right external iliac artery to be patent without stenosis and only some irregularity that was holding up the guidewire. Guidewire was advanced through the external iliac to the common femoral artery and unilateral arteriogram of the right leg was performed, which showed the common femoral and profundus to be patent but the sfa is occluded at the origin and reconstitutes at the popliteal. Therefore heparin 5000 units was given for anticoagulation and a 7 french ansell sheath placed up and over the aortic bifurcation to the right common femoral artery. A v-18 control wire and a 01 rubicon were advanced, with fluoroscopy guidance, through the occluded sfa and sfa stent down into the popliteal artery. Additional selective films showed the popliteal to be patent with two-vessel runoff to the foot without stenosis. A 0.14 thruway wire was placed into the tibial vessel and a 2.1/3.0 jetstream atherectomy catheter was advanced over it. Atherectomy of the sfa and popliteal artery was performed with blades down and blades up mode. Additional selective films showed a patent vessel with some irregularity and residual thrombus at the distal stent. The catheter was advanced in the blades up mode in the distal stent. Repeat arteriogram showed the distal stent had ducted flow, so a 5mm x 200mm ranger drug-eluting balloon was used to perform balloon angioplasty of the popliteal and distal sfa for 3 minutes. This covered the entire stent and the popliteal artery to the patella. The balloon expanded completely with no residual waist. The balloon was then withdrawn and angioplasty of the proximal sfa was performed at 10atm for 3 minutes. Follow-up arteriogram showed good flow through the sfa and popliteal artery with no residual stenosis. There was some mild irregularity in the popliteal but no significant stenosis or obstruction seen. There was good two-vessel runoff to the foot. Therefore, the 7 french sheath was withdrawn and the puncture site closed. Patient was observed for an hour and discharged home in stable condition. She will return next week to get a follow-up arterial duplex exam to check on the results of therapy and chem-8 to check her renal function.